Event description:
The customer called to report the device is displaying a service wrench icon and to call for service. It was determined that the fault code generated is related to delivery of defibrillation therapy. There was no patient associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not transfer energy to a patient simulator. Physio replaced the biphasic pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.